Event description:
Literature title a case series and systematic review: results of surgical management of glaucoma drainage device tube exposure a case series was done to perform a systematic review to analyze results of various surgical techniques on patients who underwent surgical repair for glaucoma drainage device (gdd) tube exposure. A total of 9 patients were included in the study and 7 out of 9 patients were implanted with the baerveldt glaucoma implant. It was reported that all patients implanted with the baerveldt glaucoma implant experienced tube exposure (n=7 eyes). In case 5, a baerveldt shunt implantation was performed using a patch graft covering the tube. A month later, the wound was dehisced with tube exposure and bleb leakage. The former patch graft was still in place, so primary conjunctival closure was performed. Nevertheless, the conjunctiva dehisced multiple times, necessitating two buccal mucosal grafts and one re-suture. Later, a re-exposure occurred with early signs of endophthalmitis. The shunt was removed and intravitreal antibiotics were injected. There was no delay in treatment or other interventions performed. No further information was provided. This report is for case 5 as above.

Manufacturer narrative:
Section a3a: sex: unknown; requested but not provided. Section a3b: gender: unknown; requested but not provided. Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section b3: date of event: sept 26, 2024 (date article was published). Section d4: model number: unknown, as the serial number was not provided, only provided as 350. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown/not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Neti et al. A case series and systematic review: results of surgical management of glaucoma drainage device tube exposure. Siriraj med j. 2024. 76(12):865-75. Https://doi.org/10.33192/smj.v76i12.270377 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.